Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section, cholecystectomy and scar. Concurrent conditions included obesity. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced chest pain ("subcostal pain on right side since essure placement"), myalgia ("diffuse myalgia since essure placement") and asthenia ("asthenia"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube disorder ("chronic and inflammatory fallopian tube alteration"), adenomyosis ("uterine adenomyosis, superficial"), cervix disorder ("uterine cervix alteration by endocervical gland ectasi") and adhesion ("at the time of the removal, subcostal adhesion was observed on right side"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, fallopian tube disorder, adenomyosis, cervix disorder, chest pain, myalgia, asthenia and adhesion outcome was unknown. The reporter provided no causality assessment for adenomyosis, adhesion, asthenia, cervix disorder, chest pain, fallopian tube disorder, medical device removal and myalgia with essure. The reporter commented: essure had been placed in another hospital (lot unknown), and the removal was done on patient's request. The physician assessed the causality of the event as: did not know. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Anatomopathology result on (B)(6) 2018, sample: uterus, fallopian tubes. Macropscopy: the right tube is 6 cm long, the left 7 cm, they contain the micro-implants. Conclusion: uterine cervix alteration by endocervical gland ectasi. There was some area of superfical adenomyosis in uterus. Chronic and inflammatory fallopian tube alteration. Absence of suspect structure of malignancy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 29-jan-2018 for the following meddra pt (excluding this case): medical device removal: n° 747 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.